Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that, "procedure was a 2 level acdf. C5/c6 inferior screw radiographically appears below the cage."